Manufacturer narrative:
The insulin pump was received with no button response due to a corroded keypad. Analysis was unable to confirm the unexpected battery out limit due to an unresponsive keypad. The unit had a cracked reservoir tube lip, a cracked case near the display window corners, minor scratches on the display window, and a stained end cap sticker noted. (B)(4).

Event description:
The customer's mother called in to report a keypad anomaly and a battery out limit alarm. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 119 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.